Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). A second device history review was opened by quality engineering, finding that during the manufacturing of this device, the pump failed an accuracy reading. The pump head module was changed and the pump passed all subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that the device has been serviced five times prior to this event. The device has been previously sent into service for the reported condition of "battery - damaged". During previous repair on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2010 the main batteries and battery harness were replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.